Manufacturer narrative:
Medtronic received additional information that after this 34mm ring was implanted, the patient returned an unknown duration post implant and echocardiogram showed systolic anterior motion (sam). The patient was brought back into the operating room and the 34mm ring was replaced with a 38mm ring. (B)(6) was still present after coming off bypass, and ultimately the patient went back on bypass and a 40mm ring was implanted successfully. The physician indicated there was no product issue with either the 34mm or 38mm ring, and that the problem was with the size of the rings in relation to the patient anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 800sr38, serial/lot #: (B)(4), ubd: 31-may-2022, UDI#: (B)(4). Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days post implant of this 34mm mitral annuloplasty ring, the ring was explanted and replaced for unknown reasons. During the replacement procedure, a 38mm annuloplasty ring was implanted then immediately explanted for unknown reasons. Ultimately, a 40mm annuloplasty ring was successfully implanted. No additional adverse patient effects were reported.